Event description:
The hospital reported that a piece of the synchrowire broke off in the y-adapter. The y-adapter was taken off with the encapsulated wire in it. The hospital reported that the procedure (aneurysm coiling, anatomy location: brain) was completed with another wire of the same type, that there were no patient complications, and that the patient condition is ok.

Manufacturer narrative:
The device in question has not been returned to boston scientific for evaluation. Based on the information known at this point, boston scientific cannot conclusively determine the cause of the user's experience. If the device in question is returned and further significant information is found, a supplemental report will follow.